Manufacturer narrative:
The mayfield triad skull clamp (a1108) was returned for evaluation: failure analysis - the returned unit passed all specific functional testing requirements, except for the lock having rotational and lateral movement when the unit is not under pressure; this would not have caused a slippage. When unit is properly positioned and put under pressure, the unit would not have slipped. Unit received without the pin carriers and wrench. Unit needs to be machined to have heli-coils added to the large starburst threads. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Unit is beyond integra's 7 years recommended life cycle. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient slipped off the mayfield triad skull clamp (a1108). It is unknown if there was patient injury or surgical delay. Additional information has been requested.